Event description:
On (B)(6) at 10:00 am, the patient was admitted to emergency room with hyperglycemia and ketoacidosis. Then he was hospitalized in the intensive care unit where he was disconnected from his pump and was given intravenous insulin from perfusor. On (B)(6), the patient was moved to pediatric department in same hospital. After consultation with the doctor, the patient was connected back to his pump and doctor changed his basal rate. Now the patient feels good and his blood glucose is normal. The patient was released from hospital on (B)(6) 2015. No allegation was made against the device; the device was not returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not returned.